Event description:
A customer reported that the air infusion line was disconnected from balanced salt solution (bss) irrigation tubing, which led to a major bss leakage. The leak was blocked by the customer's finger while the tubing was exchanged. Intraocular pressure (iop) and eye volume was maintained with the valved trocars. The infusion line was removed from the pt's eye and a new one was placed. The procedure was completed with no pt harm.

Manufacturer narrative:
The sample is not expected to be returned. A root cause has not been identified. (B)(4).